Event description:
It was reported that the pta balloon dilatation catheter could not be removed through the 5f introducer sheath. Both were removed simultaneously from the patient. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has not been returned to the manufacturer to date. The investigation is currently underway.